Manufacturer narrative:
(B)(4). Journal article: keith r. Berend, et al. ¿results of a novel constrained acetabular component designed to treat and prevent instability¿ #85. (B)(4). It is unknown if the device will be returned for analysis, as its location is unknown; however, an investigation has been initiated. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event please see associated reports: 0001825034-2017-02501.

Event description:
It was reported in a journal article that three patients underwent incision and debridement without deep infection. Attempts to obtain additional information have been made; however, no more has been provided and patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.